Event description:
Additional information received from the consumer reported they contacted their physician about why they didn't implant an MRI safe device. So far no steps were taken to resolve the loss of stimulation and increase in pain since they were looking for a new physician who could get in touch with the manufacturer's representative (rep) to check their back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that they contacted their managing physician and had an appointment on (B)(6) 2017. No steps were taken to resolve the loss of stimulation in lower back and increase of pain as of yet.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of stimulation and a return of symptoms. The patient had stopped feeling stimulation that covered their lower back and their pain had increased. The patient had a CT scan in (B)(6). The patient had not turned stimulation down or off and had not experienced any changes during the scan. The patient was scheduled for another CT scan next month. The return of pain was reported to have been gradual. Then on (B)(6) 2016 there was an increase of pain and the patient had to wear a brace. The patient was trying to find a new health care professional (hcp). A listing was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.